Event description:
An endurant ii stent graft system was planned to be used for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a kink was observed on the graft cover after removal from the packaging. There was no damage to the box. The plastic where the device lays had a kink at the same level as the graft cover. The device was not used. The physician successfully implanted another endurant device. No clinical sequelae were reported and the patient is fine.

Event description:
The delivery system was returned for evaluation. The event was confirmed; there was a kink in the graft cover, with corresponding da mage to the packaging. The root cause of the damage to the device and packaging could not be conclusively determined; however, was most likely due to shipping and handling.

Manufacturer narrative:
(B)(4).